Event description:
Pump did not alarm when tubing pinched off. Pump displayed infusion rate of 30cc/hr with no alarms. Rn noticed after several hours that the volume in the bag had not changed. Observation of bag showed no fluid dripping in drip chamber. IV disconnected to check flow. No flow was observed infusing through the tubing. When it was opened, the tubing was found to be fused closed.